Event description:
The customer reported that when infusing parenteral nutrition ("pn" presumed to be this) to an infant, leaking occurred from the small bore filter. Although requested, no further information has been received.

Manufacturer narrative:
The customer report that the filter leaked was not confirmed. Visual inspection of the sample showed brownish colored fluid residue within the filter. Functional testing and pressure testing showed no anomalies. The root cause of the customer's report was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that when infusing parenteral nutrition ("pn" presumed to be this) to an infant, leaking occurred from the small bore filter. Although requested, no further information has been received.